Event description:
It was reported,"the gamma3 lag screw reamer was burnt at the tip (black colored) and the doctor struggled to get the top of the reamer all the way to subchondral bone. After many attempts, the tip of the reamer turned black and there was a burnt smell."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.